Event description:
It was reported that an implanting facility was having difficulty with one of their programming wands. They stated that troubleshooting was performed (confirming all connections were good, replaced the battery, confirmed it was not plugged into the wall) and the issue could not be resolved. They switched out the programming wand and everything performed well. The wand was replaced and will be returned to the manufacturer for analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.